Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an attempt to treat a lesion in the sfa using pacific xtreme dilatation balloon catheter, it was reported that the delivery system was found kinked and the balloon itself was kinked. Catheter/delivery system deformed. The target lesion was calcified, tortuous and exhibited 60 - 70% stenosis. The device was prepped with no issues noted. After failed balloon a another balloon was used and a stent implanted. There was no injury to patient or clinical sequelae reported for this event.

Manufacturer narrative:
Device evaluation: a visual and tactile inspections were performed. A little kink was found under the strain relief and another in the proximal part of the balloon. No further damages has been noted on the shaft. The balloon was used. A wrinkled area was noted on the balloon at 8-9 cm form the proximal welding. The guide wire lumen was flushed and it was possible to insert the 0,018¿¿ guide wire without any resistance. The purging procedure was performed with no issues. The balloon was inflated at 1 bar and its profile resulted deformed in the point of twisting. The deformation disappeared increasing the inflating pressure over 10 bar. It was possible to note a deformation point on the guide wire tube just below the wrinkled area, identified as point of twist. No further issues found. Cine image review: cine images were received for evaluation and reviewed. The images provided did not show the reported twist.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.